Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps (fbf) instrument's electrical cabling was broken and not insulated, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and reported failure was confirmed. The fbf was found to have insulation damage to the conductor wire. The instrument passed the electric continuity test. The wires were found to be exposed within the insulation. The complaint regarding the broken electrical cabling was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the prior to the start of a da vinci-assisted surgical procedure that the sheath of electrical cabling supplying the fenestrated bipolar forceps (fbf) instrument jaw was broken and no longer insulated. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The instrument was used for the entire duration of the procedure. There was no loss of cautery reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument had electrical cabling that was broken and not insulated, an investigation is in progress to determine the cause of this reported event. The fenestrated bipolar forceps instrument has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.